Manufacturer narrative:
The inari device was discarded by the user facility and is not available for evaluation. The device identifiers were not provided; however, the company recorded all lots shipped to the facility and each of the possible lot history records were reviewed. There were no discrepancies or unusual findings. There was no report of any device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari's chief medical officer, who concluded that use error contributed to the event. Specifically, an introducer sheath was not used, the amplatz guidewire for the flowtriever device was not positioned distal enough to deliver the device, and lack of recommended equipment on hand. The patient's poor state of health also likely contributed. The labeling recommends having a 24 fr introducer sheath available for use during the procedure. Clinical deterioration and death are listed in the device labeling as a potential complications / adverse events. Manufacturer reference #:(B)(4).

Event description:
A (B)(6)-year-old male patient who was recently discharged from the burn unit presented to the emergency department on (B)(6) 2021 with right leg pain and mild chest pain. The patient's home ultrasound revealed extensive right leg deep vein thrombosis (dvt) and the CT angiogram revealed large saddle pulmonary embolism (pe). The inari triever24 was used to attempt to treat the pe. The patient was given local anesthesia with sedation and systemic heparin. The physician began the procedure and achieved access via the right common femoral vein. The triever24 (t24) was delivered without an introductor sheath over an amplatz super stiff guidewire (1 cm) placed in the right distal lung. Unfortunately, the physician was unable to maneuver the t24 out of the right ventricle (rv). Upon attempting to deliver the t24 into the rv outflow track, the patient arrested and a code was initiated and CPR was administered. The efforts were ultimately not successful and the patient expired 40 minutes later. The physician believed the lack of proximal support without the presence of a gore dryseal flex sheath may have diminished the t24 maneuverability through the turn. Inari requested patient follow-up from hospital personnel and later learned that although the patient was in extremely poor condition having been immobile for an extended period which likely caused the dvt. He was recently discharged from the burn unit and placed on at-home monitoring; it was the home-health nurse who performed the initial ultrasound.